Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 11/27/2013 with the following findings: keypad is intact, the "up", "down", and ok keypad symbols were worn off, all keypad buttons were functional, keypad was removed and contamination was found on the contrast button contact. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed contamination under the buttons. This report is made based on the results of an investigation completed on 11/27/2013.